Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intravenous cephazolin (dose, frequency, and duration not reported) and intravenous and intraperitoneal fortum (dose, frequency, and duration not reported) for peritonitis. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient's effluent was "recovering" and the patient is recovering from the event of peritonitis. No additional information is available.